Event description:
Monoject 35 ml syringes lot/product numbers l-f 35cc slk 136004228 a and l-f 35cc slk 136004228 b- have plungers that are so tight that function is impaired. Syringe pumps have been unable to push the plunger.